Event description:
A pt reported experiencing inaccurate low results with a fasttake meter. The pt's blood glucose results were 31, 46 and 81 mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.